Event description:
It was reported that; during a spine surgery the "oasis to xia" transition rod broke during bending. It was reported that a new rod was opened but broke during bending as well. It was reported that a third rod was opened and used successfully. It was reported that the surgery was delayed about 30 minutes. In addition it was reported that although there was no impact/adverse consequences for the patient, the surgeon was injured [cut] while attempting to bend the second rod.

Manufacturer narrative:
Method: device not returned;results: manufacturing records for this product could not be reviewed because no lot was provided.conclusion: the probable cause is not determined due to the lack of parts being returned for examination.

Event description:
It was reported that; during a spine surgery the "oasis to xia" transition rod broke during bending. It was reported that a new rod was opened but broke during bending as well. It was reported that a third rod was opened and used successfully. It was reported that the surgery was delayed about 30 minutes. In addition it was reported that although there was no impact/adverse consequences for the patient, the surgeon was injured [cut] while attempting to bend the second rod.